Event description:
It was reported that after a case it was noticed that the bur was stuck into the long attachment. There was no impact to the case.

Manufacturer narrative:
H10 h3, h6: the device was used for treatment and at the end of the case, the burr was unable to be removed from the long attachment. The device was returned for investigation. Visual inspection found that the inner bearings had become misaligned relative to the long attachment axis, preventing bur insertion. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Based on the investigation and the prior complaints received, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to mechanical component failure.